Event description:
Subsequent information from the local boston scientific field representative indicated that the physician observed blood in lumen of the lead.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker reported experiencing a syncopal episode. The patient was evaluated at the hospital where the physician was able to recreate noise that was oversensed and led to pacing inhibition. The patient was seen for a surgical revision procedure where the lead was surgically abandoned and the device was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.